Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified and moderately tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed to the mid lad with 2.0mm, 2.5mm and 3mm balloons and the 3.0x23mm xience xpedition stent delivery system (sds) successfully crossed the lesion and the stent was implanted. Post dilatation was performed with a 3.0x12mm nc balloon, however, after post dilatation, a distal edge dissection occurred. A 3.0x15mm xience xpedition stent was used to treat the dissection. Good result showed in angiogram with timi iii flow. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.